Event description:
Customer reported that she received a bad sensor alert. She stated that this alarm occurred while washing dishes and after the initialization period. She stated that the bad sensor alert was not the result of the second consecutive calibration error. Customer was unable to run the test plug procedure. The blood glucose reading was 71 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.